Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12/31/2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: during investigation, there was a confirmed call service 078 alarm in the black box. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, the pump was opened to inspect the motor connector and there was moisture observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4) .